Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve. It was reported that there were bubbles coming back on the side arm of the preface sheath. The medical team stated that the introducer valve completely popped off when they were removing the catheter from the sheath. No patient consequences were reported. Air flow into side port is MDR-reportable.

Manufacturer narrative:
On 8-mar-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve. It was reported that there were bubbles coming back on the side arm of the preface sheath. The medical team stated that the introducer valve completely popped off when they were removing the catheter from the sheath. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed no damage or anomalies on the device. Functional analysis was performed and it was found within the specifications. Microscopic analysis was performed and it was found within the specifications. A device history record evaluation was performed for finished device number 18128992, and no internal action related to the complaint was found during the review. The complaint reported by the customer was not confirmed since functional test could not be performed due the condition of the unit as received, however, the unit was thoroughly inspected, and no anomalies nor defects were found that could be related to the reported complaint. The exact cause of the reported event could not be conclusively determined during the analysis, however, procedural factors and /or handling process may have contributed to this issue. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).